Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received unexpected battery power loss. The customer's blood glucose level was 22 mmol/l at the time of the incident. The customer stated there was no alert to tell him the battery was low. He went to sleep and when he woke up with a dead pump. He went to bed thinking it was half full and he woke up very ill. He went to bed 10:30 and the pump stop 11:30. The insulin pump is not damaged or has a loose battery cap. Customer uses energizer batteries in the insulin pump. The customer has requested a new insulin pump be sent. The insulin pump will not be returned for analysis.